Event description:
It was reported the patient presented to the emergency room with syncope. Puses were noted, and the physician suspected a lead fracture. The lead was replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.